Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, at 80% deployment the valve was at 0 mm on the non-coronary cusp (ncc) and 3 mm on the left coronary cusp. The valve was released but dislodged into the ascending aorta. A second valve was implanted successfully. No additional adverse patient effects were reported.